Manufacturer narrative:
Additional data: patient identifier and event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The problem occurred before the product was used on the patient. There was no patient involvement reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part number: 07.702.016s. Synthes lot number: 7c53190. Supplier lot number: 7c53190. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 14 june 2017 expiry date: 01. March 2020. The review of the certificate of conformity shows this lot of (B)(4) pcs was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. Review of the certificate of conformity showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the vertecem v+ cement kit was noted to have already set before mixing. It was reported that it was placed at the required temperature. The surgeon opened another kit to complete the procedure. It is unknown if there was a surgical delay. Patient status and surgical outcome are also unknown. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).